Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap inguinal hernia repair the dissection balloon would not fully deploy. The surgeon placed pressure on the opposite side from the non-deployment and balloon would still not deploy.